Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 112 versus the labs 193 mg/dl. Tests were done within 21-30 minutes. Patient did not experience any adverse events. No further information has been reported.